Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat cartridges that yielded suspected discrepant potassium result on a patient. There was no patient information at the time of this report. There was no product or lot# reported at the time of this report. Information was requested but to no avail. Return product is not available for investigation. Method: k bun: hct hgb: I-stat, 9.0, 107 , 15 , 5.1, lab , 4.7, 83 , 22, 6.6. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.